Event description:
It was reported that during an unknown procedure, the device stapled, but would not cut. The surgeon used antoher device to complete the case. No patient consequence.

Manufacturer narrative:
Evaluation summary: one device was returned with the firing trigger jammed halfway, otherwise in good visual condition and loaded with a 2/3 partially fired cartridge that was noted to be in good visual condition and with the lockout in the normal condition. No functional test could be performed as the firing mechanism was noted to be damaged. When disassembled, the left shroud pinion axle support was noted to be damaged. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. Cartridge batch c5dd76.